Event description:
It was reported via the sales representative that 2 intra oral blades broke. It was also reported that this event did not occur during a surgical procedure, and there was no pt involvement or adverse consequences as a result of this event.

Manufacturer narrative:
The two blades subject to this investigation were not returned to the MFR for evaluation, however photographs were provided. It was visually confirmed that the two blades broke at the join between the blade and the shank. Lot number info has not been provided to permit further investigation. The root cause is undetermined.